Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d9, g3, g6, h2, h3, h6 customer reports of calcification and leaflet thickening were confirmed. Report of stenosis with insufficiency was unable to be confirmed due to condition of valve as received. X-ray demonstrated wireform intact and heavy calcification on the remainder of all three leaflets. As received, all three leaflets had cuts of approximately 4mm x 12mm on leaflet 1, 4mm x 10mm on leaflet 2, and 4mm x 10mm on leaflet 3. The cuts had a smooth and straight edge and fragments were not returned. Sewing ring cloth had multiple cuts around the valve. Suture fasteners remained attached to the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm 7300tfx valve in the mitral position, was explanted after an implant duration of 4 years, 10 months due to calcification, moderate to severe insufficiency, severe stenosis, and leaflet thickening. The explanted valve was replaced with a 29mm 11400m valve. Per medical records, the patient presented with heart failure, dyspnea, syncope. The patient underwent redo-mvr with 29mm mitris valve, tvr with 29mm mitris valve, and asd patch closure. Intraoperatively, the prosthetic mitral valve was identified to have been pulled away from the annulus. Post bypass tee showed that both prosthetic mv and tv functioned normally with no insufficiency. Pathology report of the mitral valve prosthesis noted that leaflets are calcified and have mild thickening with reduction to valve mobility. Per pathology report, there was heavy calcification on all three leaflets

Event description:
It was reported that a 27mm 7300tfx valve in the mitral position, was explanted after an implant duration of 4 years, 10 months due to insufficiency. The explanted valve was replaced with a 29mm 11400m valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.